Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis, gel smearing, and poor barrier separation. 100 tubes were affected. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes had large holes with missing gel, hemolysis, and increase in tubes being unspun. It was brought to my attention that the 8.5ml sst tubes is having some problems. The tubes have large holes with missing gel. In the packs I was working with it was the majority of the tubes. I did a test with the tubes because we have been seeing an increase in sst¿s being ¿unspun¿. I had the tubes drawn via a straight stick without any complications. Once they were collected they clotted upright for 30 minutes and then were spun in 2 different centrifuges. Tubes before collection and after being centrifuged. Half of the tubes appear to be hemolyzed. All the tubes have blood cells throughout the gel.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 10 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles/gel smearing, hemolysis and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure modes of hemolysis, poor barrier separation, and gel smearing was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated issue: poor barrier/hemolysis/gel smearing and gel voids because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of hemolysis, poor barrier separation, and gel smearing/gel air bubbles based on the photos provided. All clinical testing on retention samples was satisfactory. Bd determined that the root cause of the gel smearing was attributed to a damaged diaphragm at the gel dispensing equipment. The equipment is programed to stop when this happens, but inadequate purging can result in the further processing of nonconforming tubes. Bd was not able to identify a root cause for hemolysis and poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis, gel smearing, and poor barrier separation. 100 tubes were affected. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes had large holes with missing gel, hemolysis, and increase in tubes being unspun. It was brought to my attention that the 8.5ml sst tubes is having some problems. The tubes have large holes with missing gel. In the packs I was working with it was the majority of the tubes. I did a test with the tubes because we have been seeing an increase in sst¿s being ¿unspun¿. I had the tubes drawn via a straight stick without any complications. Once they were collected they clotted upright for 30 minutes and then were spun in 2 different centrifuges. Tubes before collection and after being centrifuged. Half of the tubes appear to be hemolyzed. All the tubes have blood cells throughout the gel.